Event description:
It was reported that the device experienced a power on reset. It was noted that the patient had a recent MRI. Prior to the MRI the device longevity was estimated to be 12 months remaining, then immediately after the MRI the device had gone to eri (elective replacement). The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was analyzed and found to have normal battery depletion.